Manufacturer narrative:
Investigation summary: laboratory analysis did not confirm the reported clinical observations of hole/perforated and fluid leak. However, it was found a pump non-conformance as the most probable cause of the reported events. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The cylinders were visually and microscopically inspected, and leak and functionally tested. Both cylinders passed al tests. The pump was visually and microscopically inspected, and leak and functionally tested. The pump did not pass the functional test since it was required more force than specified to activate the component. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal surgery due to the device not working. During procedure, it was noted that the device had fluid leak that was caused by a hole in tubing. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal surgery due to the device not working. During procedure, it was noted that the device had fluid leak that was caused by a hole in tubing. There were no patient complications.